Event description:
During a paracentesis procedure, there was no vacuum from the bottle when the drainage tube was inserted. This also happened with several other bottles from this same lot. New lot of bottles used with no problem.